Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical interpretation: l4/l5 interbody with screws and rods in good position several areas of inferior endplate of l4 posteriorly shows cystic at c2. Endplate changes at l4/5 consistent with endplate prior to fusion. Inconclusive.